Manufacturer narrative:
Inspection of the returned device revealed the guide break was approximately 1/8 inch distal to the guide tube. No other abnormal observations were found with the device. The device history record was reviewed and no deviations were found relevant to this investigation. The guide strength lot testing was confirmed to be within specifications. The daily lot testing for coating was confirmed to be within specification. A formal investigation was opened for guide breaks with the closer s device. The probable root cause was determined to be insertion of the device against resistance. Corrective and preventive actions have been identified and initiated. This report represents all the info known by the reporter upon query by abbott personnel.

Event description:
Reported due to a guide break found upon device analysis. The physician attempted an arteriotomy closure with the closer s device after an unk procedure. Reportedly, the "sutures did not deploy." It is unk how hemostasis was achieved. Although requested, no additional info was provided.